Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: 3957170. This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) asian male patient. Medical history was not reported. Concomitant medications included acarbose for an unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25 100 iu/ml) cartridge via an unknown reusable pen (humapen unknown type) twice a day subcutaneously for the treatment of diabetes mellitus beginning on (B)(6) 2016. The dose was not provided. On an unspecified date while taking insulin lispro 75/25 his blood glucose was high (values not provided) and on (B)(6) 2017 was hospitalized due to this. Beginning in (B)(6) 2017, it was reported that the injection button of the unknown humapen was difficult to push down (product complaint 3957170/ lot unknown). The patient only changed needles on the device every three to five days. By (B)(6) 2017, he was not yet discharged form hospital. Information regarding corrective treatment and outcome of the event was not provided. Insulin lispro 75/25 treatment was continued. The operator of the device and his/her training status were not provided. The device model and suspect device duration of use was three months the action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if the event of blood glucose increased was related to insulin lispro 75/25 treatment. Edit 11-apr-2017. Case was opened to enter medwatch device fields for device mailing. Update 12-apr-2017: upon review, this case was opened to add the product complaint information to the case with the product complaint number; updated the improper use and storage to yes for needle reuse; updated the european and (B)(6) required device reporting elements; updated the general and suspect device duration of use to three months; and updated the narrative. Edit 12-apr-2017: case priority was changed from p2 to p1. Update 12-apr-2017: information received from the rcp on 06-apr-2017. Product complaint reference number 3957170 was provided but was already processed. No changes were performed to the case.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary a consumer reported, on the behalf of a male patient, the injection button of the patient's humapen (unknown device) was difficult to push. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is evidence of improper use. The patient reused needles. This may be relevant to the complaint of increased blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) male patient. Medical history was not reported. Concomitant medications included acarbose for an unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25 100 iu/ml) cartridge via an unknown reusable pen (humapen unknown type) twice a day subcutaneously for the treatment of diabetes mellitus beginning on (B)(6) 2016. The dose was not provided. On an unspecified date while taking insulin lispro 75/25 his blood glucose was high (values not provided) and on (B)(6) 2017 was hospitalized due to this. Beginning in (B)(6) 2017, it was reported that the injection button of the unknown humapen was difficult to push down ((B)(4)/ lot unknown). The patient only changed needles on the device every three to five days. By (B)(6) 2017, he was not yet discharged form hospital. Information regarding corrective treatment and outcome of the event was not provided. Insulin lispro 75/25 treatment was continued. The operator of the device and his/her training status were not provided. The device model and suspect device duration of use was three months. The device was not returned. The reporting consumer did not know if the event of blood glucose increased was related to insulin lispro 75/25 treatment. Edit 11-apr-2017. Case was opened to enter medwatch device fields for device mailing. Update 12-apr-2017: upon review, this case was opened to add the product complaint information to the case with the product complaint number; updated the improper use and storage to yes for needle reuse; updated the european and canadian required device reporting elements; updated the general and suspect device duration of use to three months; and updated the narrative. Edit 12-apr-2017: case priority was changed from p2 to p1. Update 12-apr-2017: information received from the global complaint database on 06-apr-2017. Product complaint (B)(4) was provided but was already processed. No changes were performed to the case. Update 28-apr-2017: additional information received on 28-apr-2017 from the global product complaint database added the device specific safety summary; added that the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.